Event description:
It was further reported that the lead displayed evidence of a insulation breach. The patient refused revision and the lead was turned off.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited low impedance, high thresholds, and was fractured. The lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.